Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported a no delivery alarm. Customer's blood glucose was 405 mg/dl. She treated her blood glucose with a manual injection. The customer was assisted in performing a 5 unit fixed prime. Insulin was unable to exit. Insulin was able to exit from the insulin pump with the plunger. The customer also reported insulin was able to exit during a manual prime. The customer was advised her insulin pump was working as designed. She was also advised that her reservoir may be occluded. No additional information provided.